Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported a loss of efficacy on (B)(6) 2016. The cause of the event remained unknown. No diagnostics/troubleshooting performed other than reprogramming. The event was assessed as not serious and likely related to the neurostimulator. Medical history included fecal incontinence since 2006 due to peripheral neuropathy. The patient was alive with no injury and the issue was not resolved at the time of the report. The event was ongoing.